Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual examination of the returned product shows sign of repeated use and it is fractured. Not all fractured pieces were returned. The sem report references a previous zrm. The analysis determined that the fracture in the impactor pad is consistent with overload fracture. The DHR was reviewed and no discrepancies relevant to the reported event were found. The item has been in the field for approximately seven years and three months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. Per package insert, inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that the femoral impactor broke during the final implantation. There was no harm to the patient.